Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was intermittently depleting quickly which resulted in the pump shutting down. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.